Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using two prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly with the first prostyle device, a cuff miss occurred. A new prostyle device was attempted but after deployment, the device would not retract. When it was finally able to be retracted, the posterior foot plate was missing. Restricted flow was confirmed via angiography. A surgical cutdown was performed. A large chunk of plaque was removed with 3 fragments of the footplate stuck in it. The surgeon believes all foot plate pieces were recovered. Blood flow was restored after removal of the plaque chuck. Hemostasis was achieved via the surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Revised: visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as discarded; however, it was returned for analysis.